Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 256 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. Customer stated that the insulin pump had motor error and unspecified pump error. Customer also stated that the insulin pump had motor position encoder error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm, e70 alarm and e/a alarm due to blank display. Motor passed motor test.